Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the pt presented acutely symptomatic with chest pain and back pain. Imaging revealed the presence of a large high flow fenestration in the descending thoracic aorta with filling of a large false lumen which was expansile. The pt underwent an endovascular procedure to exclude the proximal fenestration. The gore tag endoprosthesis was advanced to the level of the proximal fenestration in the distal thoracic aorta. There was distal fenestration; however, there appeared to be slightly decreased flow within the false lumen. The pt tolerated the procedure. On (B)(6), 2010, an additional procedure was performed whereby an additional gore tag thoracic endoprosthesis was implanted.